Manufacturer narrative:
(B)(4). The reported issue of leak was not confirmed. The assignable cause was undetermined.

Event description:
The customer contacted baxter's technical service center to report a leaking cassette found on the home choice (hc) device during dwell 1 of 5. The home patient (hp) stated that the cassette was leaking inside the hc door and requested for assistance in ending therapy. The baxter technical representative (tsr) had advised the hp to start over the therapy with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.